Event description:
Nurse obtained an 100u insulin syringe from supply room for pt care. Upon opening the package, nurse noted that there were 2 needles sticking off the outside of the syringe. The needles are noted to have ink or glue on them and one needle is sticking through the base of the orange cap. (B)(4), lot 2210079, smiths medical jelco hypodermic needlepro, fixed needle insulin syringe for 100 unit, 0.5ml 28gx1/5".